Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro co2 and saline wash was not working. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
Internal complaint tw # (B)(4). Autonumber # (B)(4). The vv7 cannula device was returned to the factory for evaluation. A photographic inspection determined the product information and the box depicting area of issues, which are the scope washer connector and the co2 insufflation port. Signs of clinical use and evidence of blood were observed. A visual inspection was performed. The cannula was returned with sign of blood on the proximal end of the device. The c-ring was observed to be transected. The plastic c-ring on the cannula was observed to have been cut in half longitudinally between the flanking curved areas. The scope wash tubing and the c-ring remained attached to the cannula due the presence of a retention rib. No other failures were observed. To test functionality of the scope washer, following the instructions for use, a 5 cc syringe filled with saline was attached to the scope washer connector (blue). The plunger of the syringe was pushed. It was observed that the saline fluid squirted straight out from the c-ring into the direction of the endoscope lens. This was done 5 times. There was no observed failure each time. To test the patency of the co2 insufflation port, a 30cc syringe was attached to its tip with a one way valve. The end of the body which has the balloon was immersed under water while air was pushed through the syringe and a finger covering the tiny hole on the cannula seal. Bubbles were observed on the water which indicates that air or co2 insufflation is proper. Based on the returned condition of the device and evaluation results, the reported failure ¿mechanical issue, scope washer failure" and ¿improper flow or infusion" was not confirmed but confirmed for the analyzed failure mode ¿break; c-ring cut".

Manufacturer narrative:
(B)(4). A lot history record review was completed for the reported product lot number. There were no ncmr¿s for the reported lot number. The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro co2 and saline wash was not working. A replacement device was used to complete the procedure. The hospital did not report any patient effects.